Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was dissatisfied with the stimulation sensation. Surgical intervention was undertaken and the patient's scs system was explanted. Sjm personnel were not informed the explant took place until (B)(6) 2014.